Event description:
The customer reported to olympus, the high flow insufflation unit blacked out and exhibited an alarm when pressing the power switch, during preparation for use. Subsequently, the unknown intended procedure was completed using a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device blocked out due to a faulty pressure sensor/pressure sensor circuit board and coating of the front panel was peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the reported phenomenon was duplicated. The malfunction occurred due to a faulty printed circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.